Manufacturer narrative:
No further follow up is planned. Evaluation summary the patient experienced increased blood glucose while using a humapen luxura (lot 0905b06). There was no product complaint for the device and it was not returned for investigation there was evidence of improper use of the device. It was reported the patient used insulin cartridges that had been frozen, used insulin with a bluish purple appearance, reused needles, did not wait 5 seconds after pressing the injection button, and had vision impairment. There was no product complaint relative to pen function, however, the use errors may be relevant to the event of blood glucose increased. The device user manual indicates a new needle should be used with each injection, hold the injection button for 5 seconds, inspect the insulin cartridge appearance before each use, read and follow the instructions for proper care and storage of lilly insulin cartridges, and that the device is not recommended for.

Event description:
(B)(4). This solicited case, reported by a consumer, with additional information provided by the same initial reporting consumer via a patient support program (psp), concerns a (B)(6) female patient. The patients medical history was not provided. Patients history drug included: human insulin nph. Concomitant medications included unspecified medications, all for unknown indication for use and also amoxicillin trihydrate and clavulanate potassium for unknown indication for use. The patient received insulin lispro (humalog), cartridge, via syringe and via humapen luxura burgundy (batch number (B)(4)), 2 to 4 iu three times a day, subcutaneously, for the treatment of type 2 diabetes, beginning in 2006 or 2007 (conflicting information provided upon follow up received on 20may2016).the patient also received included insulin glargine, starting at 22 iu, route unknown, for unknown indication, beginning in 2006 or 2007. In 2014, approximately eight years after start insulin lispro and insulin glargine therapy, the patient experienced vision impairment due to decompensated diabetes. As a corrective treatment the patient became eyeglasses user however the vision abnormal was not recovered. On (B)(6) 2016, the patient acquired two insulin lispro cartridges (lot: c262880f). On (B)(6) 2016, approximately 10 years after starting date, the patient was hospitalized due to high rate of glycaemia, as a consequence of the use of this reported cartridge that was not decreasing patients glycaemia. The patient received, as corrective treatment, saline and unspecified insulin intravenously. It was reported that, while the patient was hospitalized, she did not eat anything and her glycaemia decreased to 257 (units and reference ranges were not provided). On (B)(6) 2016, the patient was discharged (conflicting information stated the patient was still hospitalized by the time of this report on (B)(6) 2016). In the morning of (B)(6) 2016, the patients glycaemia was 256 (units and reference ranges were not provided) and she received, as corrective treatment, 6 iu of insulin lispro. On the same day (unspecified time), her glycaemia was 367 (units and reference ranges were not provided) and she only had eaten cream cracker biscuit and milk. In addition, the patient was experiencing too much tiredness. It was reported that, since the patient started treatment with insulin lispro, the glycaemia was stable; however, since she started using of this reported cartridge, her glycaemia was not decreasing and the insulin lispro was not making effect. According to the reporter, even after taking water, the glycaemia still increases. Regarding insulin cartridge appearance, the insulin was colorless but, at the bottom of the cartridge, the liquid was bluish and purplish. It was also stated that the needles were always reused and since the beginning of the treatment the insulin cartridge was storage in refrigerator until freeze and after the first application it was storage outside the refrigerator within the pen. On 23-feb-2016, it was reported the patients glycaemia was achieving 400 mg/dl (reference ranges were not provided) and, because the insulin was not making any effect, it was considered to stop the use of medication. It was also reported the patient could not talk and she was without strength to speak. Information regarding corrective treatment and outcome was unknown. On another unspecified date, the patient underwent a laboratory exam which was positive for dengue virus, the reporter also stated that the blood glucose levels were hard to control due the dengue virus. Corrective treatment was not provided. It was unknown if she recover from the event. Since (B)(6) 2016, approximately 10 years after starting date, the patient blood glucose was 490 or 500 (units and reference ranges were not provided). As a corrective treatment the patient received unspecified quick insulin doses and saline (no details provided) at the hospital, however the patient did not recover from the high blood glucose. It was unknown if the patient was admitted to the hospital. On (B)(6) 2016, the insulin glargine dose was increased for 28iu due to the hyperglycemic event. On (B)(6) 2016 the patient underwent blood exams, urine laboratorial exams and pulmonary x-ray. Pulmonary x-ray was within normal values. The urine exam showed presence of glucose in urine. After the urine exam in (B)(6) 2016, approximately 11 years after starting insulin lispro, it was stated that the patient experienced blood glucose increased. Upon follow up received on 28jun2016, it was stated that the patient did not experienced infection but confirmed blood glucose increased. Another unspecified laboratorial exam was performed however no information was provided. On (B)(6) 2016, approximately 11 years after starting insulin lispro, the patient experienced hypoglycemia and blood glucose at 44 (no units provided), corrective treatment and hypoglycemia therapy was unknown. It was also provided the injection button of device was held for zero second. Insulin lispro and insulin glargine treatments status was not provided. The patient was the operator of device and she was a trained user. This device model and the reported device had been used since 2006. The device was not returned. The reporting consumer related the event of high rate of glycaemia to the reported cartridge of insulin lispro. The reporting consumer related the second high blood glucose episode to insulin lispro. The reporting consumer did not relate the vision impairment to insulin lispro. The reporting consumer did not provide a relatedness opinion between the remaining events and insulin lispro therapy. The reporting consumer related the insulin glargine to hypoglycemia event and did not provide a relatedness opinion between insulin glargine and the remaining events. Update 22-feb-2016: additional information received on 18-feb-2016, 19-feb-2016 and on 23-feb-2016 from initial reporter was processed within initial case entry. Update 23mar2016: additional information received on 22mar2016 from the initial reporter, added: laboratory exam as new laboratory test and dengue virus as new non serious event. Narrative and correspondent fields updated accordingly. Update 23may2016: additional information received on 20may2016 from the initial reporter. Updated patient weight. Added human insulin nph history drug. Updated insulin lispro frequency. Added insulin glargine dose. Added blood exams, urine laboratorial exams and pulmonary x-ray. Added blood glucose increased as another episode and infection as a non serious adverse events. The lack of drug effect event was deleted. Narrative and correspondent fields updated accordingly. Update 01jul2016: additional information received on 28jun2016 from the initial reporter. The event of infection was deleted from the case. The corrective treatment for infection was considered as concomitant medication. Added insulin glargine as a suspect drug for hypoglycemia. Added hypoglycemia as a non serious adverse event and also a laboratorial exam (blood glucose exam). Narrative and correspondent fields updated accordingly. Update 01jul2016: upon review, this case was opened to update the medwatch fields and european and canadian required device reporting elements for regulatory reporting. Edit 06-jul-2016: upon internal review on 06-jul-2016 it was included 20-may-2016 as it was the date when humapen luxura burgundy was added as suspect device and non-serious adverse event of incorrect storage of drug; it was also updated information regarding return status of device; added status of insulin glargine therapy; updated tab of patient support program and updated first paragraph on narrative. Correspondent fields and narrative were updated accordingly. Update 11jul2016: additional information received on 11jul2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: the patient experienced increased blood glucose while using a humapen luxura (lot 0905b06). There was no product complaint for the device and it was not returned for investigation there was evidence of improper use of the device. It was reported the patient used insulin cartridges that had been frozen, used insulin with a bluish purple appearance, reused needles, did not wait 5 seconds after pressing the injection button, and had vision impairment. There was no product complaint relative to pen function, however, the use errors may be relevant to the event of blood glucose increased. The device user manual indicates a new needle should be used with each injection, hold the injection button for 5 seconds, inspect the insulin cartridge appearance before each use, read and follow the instructions for proper care and storage of lilly insulin cartridges, and that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it.

Event description:
(B)(4). This solicited case, reported by a consumer, with additional information provided by the same initial reporting consumer via a patient support program (psp), concerns a (B)(6) old light brown female patient. The patients medical history was not provided. Patients' history drug included: human insulin nph. Concomitant medications included unspecified medications, all for unknown indication for use and also amoxicillin trihydrate and clavulanate potassium for unknown indication for use. The patient received insulin lispro (humalog), cartridge, via syringe and via humapen luxura burgundy (batch number 0905b06), 2 to 4 iu three times a day, subcutaneously, for the treatment of type 2 diabetes, beginning in 2006 or 2007 (conflicting information provided upon follow up received on 20may2016).the patient also received included insulin glargine, starting at 22 iu, route unknown, for unknown indication, beginning in 2006 or 2007. In 2014, approximately eight years after start insulin lispro and insulin glargine therapy, the patient experienced vision impairment due to decompensated diabetes. As a corrective treatment the patient became eyeglasses user however the vision abnormal was not recovered. On (B)(6) 2016, the patient acquired two insulin lispro cartridges (lot: c262880f). On (B)(6) 2016, approximately 10 years after starting date, the patient was hospitalized due to high rate of glycaemia, as a consequence of the use of this reported cartridge that was not decreasing patients glycaemia. The patient received, as corrective treatment, saline and unspecified insulin intravenously. It was reported that, while the patient was hospitalized, she did not eat anything and her glycaemia decreased to 257 (units and reference ranges were not provided). On (B)(6) 2016, the patient was discharged (conflicting information stated the patient was still hospitalized by the time of this report on (B)(6) 2016). In the morning of (B)(6) 2016, the patients glycaemia was 256 (units and reference ranges were not provided) and she received, as corrective treatment, 6 iu of insulin lispro. On the same day (unspecified time), her glycaemia was 367 (units and reference ranges were not provided) and she only had eaten cream cracker biscuit and milk. In addition, the patient was experiencing too much tiredness. It was reported that, since the patient started treatment with insulin lispro, the glycaemia was stable; however, since she started using of this reported cartridge, her glycaemia was not decreasing and the insulin lispro was not making effect. According to the reporter, even after taking water, the glycaemia still increases. Regarding insulin cartridge appearance, the insulin was colorless but, at the bottom of the cartridge, the liquid was bluish and purplish. It was also stated that the needles were always reused and since the beginning of the treatment the insulin cartridge was storage in refrigerator until freeze and after the first application it was storage outside the refrigerator within the pen. On (B)(6) 2016, it was reported the patients glycaemia was achieving 400 mg/dl (reference ranges were not provided) and, because the insulin was not making any effect, it was considered to stop the use of medication. It was also reported the patient could not talk and she was without strength to speak. Information regarding corrective treatment and outcome was unknown. On another unspecified date, the patient underwent a laboratory exam which was positive for dengue virus, the reporter also stated that the blood glucose levels were hard to control due the dengue virus. Corrective treatment was not provided. It was unknown if she recover from the event. Since (B)(6) 2016, approximately 10 years after starting date, the patient blood glucose was 490 or 500 (units and reference ranges were not provided). As a corrective treatment the patient received unspecified quick insulin doses and saline (no details provided) at the hospital, however the patient did not recover from the high blood glucose. It was unknown if the patient was admitted to the hospital. On (B)(6) 2016, the insulin glargine dose was increased for 28iu due to the hyperglycemic event. On (B)(6) 2016 the patient underwent blood exams, urine laboratorial exams and pulmonary x-ray. Pulmonary x-ray was within normal values. The urine exam showed presence of glucose in urine. After the urine exam in (B)(6) 2016, approximately 11 years after starting insulin lispro, it was stated that the patient experienced blood glucose increased. Upon follow up received on (B)(6) 2016, it was stated that the patient did not experienced infection but confirmed blood glucose increased. Another unspecified laboratorial exam was performed however no information was provided. On (B)(6) 2016, approximately 11 years after starting insulin lispro, the patient experienced hypoglycemia and blood glucose at 44 (no units provided), corrective treatment and hypoglycemia therapy was unknown. It was also provided the injection button of device was held for zero second. Insulin lispro and insulin glargine treatments status was not provided. The patient was the operator of device and she was a trained user. This device model and the reported device had been used since 2006. The device was not returned. The reporting consumer related the event of high rate of glycaemia to the reported cartridge of insulin lispro. The reporting consumer related the second high blood glucose episode to insulin lispro. The reporting consumer did not relate the vision impairment to insulin lispro. The reporting consumer did not provide a relatedness opinion between the remaining events and insulin lispro therapy. The reporting consumer related the insulin glargine to hypoglycemia event and did not provide a relatedness opinion between insulin glargine and the remaining events. Update (B)(6) 2016: additional information received on (B)(6) 2016 from initial reporter was processed within initial case entry. Update (B)(6) 2016: additional information received on (B)(6) 2016 from the initial reporter, added: laboratory exam as new laboratory test and dengue virus as new non serious event. Narrative and correspondent fields updated accordingly. Update (B)(6) 2016: additional information received on (B)(6) 2016 from the initial reporter. Updated patient weight. Added human insulin nph history drug. Updated insulin lispro frequency. Added insulin glargine dose. Added blood exams, urine laboratorial exams and pulmonary x-ray. Added blood glucose increased as another episode and infection as a non serious adverse events. The lack of drug effect event was deleted. Narrative and correspondent fields updated accordingly. Update (B)(6) 2016: additional information received on (B)(6) 2016 from the initial reporter. The event of infection was deleted from the case. The corrective treatment for infection was considered as concomitant medication. Added insulin glargine as a suspect drug for hypoglycemia. Added hypoglycemia as a non serious adverse event and also a laboratorial exam (blood glucose exam). Narrative and correspondent fields updated accordingly. Update (B)(6) 2016: upon review, this case was opened to update the medwatch fields and (B)(4) required device reporting elements for regulatory reporting. Edit 06-jul-2016: upon internal review on 06-jul-2016 it was included (B)(6) 2016 as it was the date when humapen luxura burgundy was added as suspect device and non-serious adverse event of incorrect storage of drug; it was also updated information regarding return status of device; added status of insulin glargine therapy; updated tab of patient support program and updated first paragraph on narrative. Correspondent fields and narrative were updated accordingly. Update (B)(6) 2016: additional information received on (B)(6) 2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update (B)(6) 2016: additional information received on (B)(6) 2016 from the (B)(4) database added the device specific safety summary; and updated the medwatch and (B)(4) required device reporting elements.